Event description:
It was reported that during a coronary artery treatment procedure a perforation occurred. The lesion being treated was located in the circumflex. A non-bsc guidewire was advanced. The lesion was predilated using a 2.0x8mm quantum apex balloon catheter inflated to 20 atm. Two unspecified stents were unable to cross the lesion. A 2.5x6mm quantum apex was inflated to 20 atm several times. After multiple inflations, a perforation of the left main was noted and patient went to surgery. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).